Event description:
It was reported that a paclitaxel dehp free set had readings of di-2-ethylhexyl phthalate (deph). It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed and a cause could not be determined.